Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unable to perform excessive no delivery test due to prime anomaly. Device received with cracked battery tube threads. Device received with scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 240 mg/dl. Device had passed troubleshooting tests. Customer wanted the device replaced. Customer agreed to return the device for analysis.